Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 180 mg/dl. The customer stated they had gone through a body scanner in (B)(6), before the alarm occurred. Customer also stated they were able to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.